Manufacturer narrative:
One sample model 11532269 was returned for investigation. The set was examined for defects and abnormalities. The silicone segment was separated from the upper fitment and the ring retainer was not returned. No other defects or abnormalities were observed. The customer complaint was verified and a quality notification was sent to the manufacturer. Manufacturing review of this complaint can not be confirmed to be a manufacturing issue as the silicone segment shows signs of the ring retainer being assembled onto the silicone segment, the root cause is unknown. A device history record review was performed. There were no quality notifications issued for the failure mode reported by the customer during the production build of this set.

Manufacturer narrative:
H.3. If a device evaluation and/or device history review is completed, a supplemental report will be filed.

Event description:
It was reported that the bd alaris smartsite pump infusion set had separated. The following information was provided by the initial reporter: further description of issue: 0730 pump was alarming; nurse opened the pump as it was leaking and found the tubing detached from the blue connector that sits at the top of the channel when inserting the tubing in the pump. The incident did happen during patient use. The pump was infusing tpn into an cvc ivad. Thankfully, there were no complications to the patient, no air embolus. The patient unfortunately was not able to complete the tpn infusion for that day and started with a new bag at 1600. Complaint noticed: during / after use, problem frequency: 1st time, patient injury: no, qty affected: 1 ea.